Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; follow-up communication with the customer indicated that the user was attempting to test the device using improper testing procedures. The customer indicated the device was retested and successfully passed. Analysis for reports of this type has not identified an increase in trend.